Event description:
It was reported that they tried to drain the fluid from the wound drain by connecting it to a bag, but it did not work. Per follow up information received via ibc on 04jun2025, stated that unknown it not draining and then tried to attach to bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used suction evacuator. Visual inspection of the sample noted that the bulb evacuator was filled with water and mbs. Suctioning of the water was attempted using the evacuator and in house tubing. The bulb demonstrated the ability to suction while generate negative pressure and successfully suctioned without difficulty. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to drain the fluid from the wound drain by connecting it to a bag, but it did not work. Per follow up information received via ibc on 04jun2025, stated that it not draining and then tried to attach to bag.